Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium on both eyes (ou) at a one month post op exam. The patient complained of blurry vision at one day post op. The patient experienced loss of best corrected visual acuity. Both eyes were debrided and bandage contact lenses (bcl) were placed on both eyes. Pre-op best corrected visual acuity (bcva) from (B)(6) 2017: right eye (od) pre-op 20/20 -3.25 x -.75 x 7; left eye (os) pre-op 20/20 -3.00 x -1.50 x 118. Post-op bcva from (B)(6) 2017: right eye (od) post-op 20/25 .25 x -1.25 x 175; left eye (os) post-op 20/50 .00 x -2.75 x 170.

Manufacturer narrative:
Additional info: a corporate representative from the account contacted technical support on (B)(6) 2017 reporting several issues of loose epithelium following flap creation. Applications support manager (asm) visited the site on (B)(6) 2017 site and observed 24 eyes with no epithelial issues. Discussed flap lift technique with surgeon. Gelled the system and made changes to bed energy and side cut energy to make flap lift easier. Surgeon was pleased with these settings. Technician was applying 3-6 drops of proparacaine in each eye prior to the procedure and agrees to change and use one-two drops per eye instead. Per surgeon¿s info epithelial issues are not consistent and occur on young patients and older. Some have corneal dystrophy that would explain the problem but some have no pre-existing conditions. He does not feel the issue is caused by the intralase but feels having an easier flap lift would decrease any epithelial disruption.